Manufacturer narrative:
Sections with additional information as of 29-oct-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 28 aug-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated still having symptoms of shakiness and weakness. Customer saw the doctor today and they gave the customer a new true metrix meter and new medication. Customer did not provide any further information. Additional follow-up calls were made to obtain more information; unable to contact customer. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. Wife called on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer reported symptom of dehydration, weakness, and shakiness. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call a blood test was performed by the customer and produced test results of 264mg/dl non-fasting using true metrix air meter. The test strip lot manufacturer¿s expiration date is 10/14/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.